Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels for the past few weeks and as high as 480 mg/dl at one point with positive ketones. The patient changed the accessories on the infusion device, but was still not successful lowering her blood glucose levels with the device. She was successfully able to lower her blood glucose level via injection. When the patient switched back to her infusion device her blood glucose levels began to rise again. The patient, her parents, and her diet counselor think the infusion device delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.